Event description:
It was reported that a large volume folfusor had a leak at an unspecified location. This was discovered during storage, after filling. The device was filled with an unspecified amount of an unknown cytotoxic drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection noted an untightened wing luer cap. A functional leak test was performed with no issues noted. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.